Event description:
During a regular follow-up, physician performed a charge time test. The charge time (15 seconds) was reportedly longer than expected. Preliminary analysis did not reveal any anomaly in implant memories.

Event description:
During a regular follow-up, physician performed a charge time test. The charge time (15 seconds) was reportedly longer than expected. Preliminary analysis did not reveal any anomaly in implant memories.

Event description:
During a regular follow-up, physician performed a charge time test. The charge time (15 seconds) was reportedly longer than expected. Preliminary analysis did not reveal any anomaly in implant memories.